Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 448 mg/dl. The customer's current blood glucose was 175 mg/dl. The customer's blood glucose was 85 mg/dl. The customer treated with insulin pump. The customer also reported power loss alarm on insulin pump. Troubleshoot was performed. The insulin pump will not be returned for analysis.